Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheters did not have a taper at the end of the material, rendering them defective. The following information was provided by the initial reporter: client shows photograph where insyte 20g catheter distributed by socofar shows a defect in the material. Vialon catheter does not have a taper at the end of the material, evident manufacturing fault.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1162045, medical device expiration date: 31-may-2026, device manufacture date: 08-jul-2021. Medical device lot #: 2063619, medical device expiration date: 28-feb-2027, device manufacture date: 09-mar-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1162045 and 2063619, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device was missing the catheter tip. Therefore, based off the provided photo the engineer was unable to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the catheter tipping process and corrective maintenance has already been performed on the manufacturing equipment.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ IV catheters did not have a taper at the end of the material, rendering them defective. The following information was provided by the initial reporter: client shows photograph where insyte 20g catheter distributed by socofar shows a defect in the material. Vialon catheter does not have a taper at the end of the material, evident manufacturing fault.